Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) number and other product specific information. If additional details become available, a supplemental report will be submitted. The device is not available for analysis; therefore, no physical analysis of the product could be performed. Recurrent incontinence, urethral atrophy and mechanical issue are acknowledged within the dfu and are not related to off-label use or failure to follow instructions. The reported patient symptom of recurrent incontinence and urethral atrophy are known risk associated with this device type and indicated as such in the instructions for use.

Event description:
It was reported that the patient with an artificial urinary sphincter (aus) experienced recurrent incontinence due to a nonfunctioning device. During the revision surgery, cuff atrophy was suspected. The original cuff size was reported as appropriate when initially placed, and the cuff placement was believed to have been in the correct location. The device was explanted and replaced with a 4.0 cuff size, and no further patient complications were reported.